Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. She stated that she had fallen into a pool with the device on prior to the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons functioning properly during testing however, found corroded keypad traces during visual inspection. No button error alarm during testing. Insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and reservoir tube cracked.